Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a company representative (rep) reporting that the patient¿s weight.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the patient experienced increased pain due to the spinal cord stimulation (scs) would not work. The patient had increased right groin and left leg pain. The patient had not been charging the device regularly. The battery was dead and the device needed to be reset. The patient was to call the manufacturer representative (rep) to set up a time to reset the scs. The event was unlikely related to the device or therapy, and not related to the implant procedure. Patient non-compliance was the cause, the patient forgot how to recharge. On (B)(6) 2018 the patient¿s device was reset and recharged, and could be put into MRI mode. The outcome was reported as resolved without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient received a call from someone a few days ago inquiring about their pain. The patient told the person that they stopped using the system due to the mechanics, it taking too long to charge, and the patient not feeling it was really helping. No further complications were reported. Follow up was conducted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the patient hadn¿t taken any further actions. After discussion, the patient was going to make an appointment with the hcp and take their fully charged device with them. They were going to ask for a rep to see them at the same time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that there hadn¿t been an office appointment since (B)(6). The patient reported to the hcp that they did not plan on using the therapy anymore. The issue was unresolved at the time of the study closure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Was non-functioning and the patient had increased pain levels. They stated it wasn't working and they weren't charging it. It was noted this was due to usability issues as the patient was not charging the device. The therapy was suspended on 2019-07-18 and the event was noted to be ongoing.